Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat an 80% stenosed de novo lesion in the superficial femoral artery (sfa) with heavy calcification and moderate tortuosity. The 10x100mm absolute pro self-expanding stent system (sess) was advanced to the target lesion, and the stent was attempted to be deployed; however, resistance was noted with the thumbwheel and the stent partially deployed. Therefore, the sess was removed from the patient and a non-abbott sess was used to continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.